Event description:
During laparoscopic gastric bypass, ligasure retractable l-hook trigger intermittently was sticking. No patient harm reported. The device was passed off the field and a new device was opened with no reported issue.